Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation and possible exchange from textured to smooth due to the patients concern of the product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6.

Event description:
Healthcare professional reported "deflation and possible exchange from textured to smooth due to the patients concern of the product". Healthcare professional later reported "only contralateral side was deflated". This record is for the right side. Device was explanted and replaced and they will be return.